Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that after being connected to the pump, the display showed ¿run,¿ but no reservoir volume or settings were visible only dashes. Although the pump appeared to be running, the infusion could not be verified. The medication was fluorouracil (97 ml total volume at 2.1 ml/hour over 46 hours). Although the pump appeared to be running, the infusion settings and reservoir volume decrease could not be verified. No patient harm was reported. The event occurred at the patient¿s home, and the device was operated by a healthcare

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.